Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified a fracture across the implant threads, as well as a heavy coating of bone residue. The coronal part of the fractured implant was not returned. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration . D4: UDI . D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reporter has not returned the device to the manufacturer.

Event description:
It was reported that the implant at tooth site #16 fracture horizontally. The site was bone grafted and a future implant will be placed.